Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a 4.00mm, severely calcified, 90% stenosed lesion in the circumflex artery. Three low-speed treatments and two-high speed treatments were performed when a dissection was observed. A guide wire was then placed into the left anterior descending artery (lad). Balloon angioplasty was performed using multiple balloons when a dissection occurred. Stent placement was performed to resolve the dissection. Kissing balloon angioplasty was attempted to complete the procedure, however, the patient coded. The physician acknowledged the extended procedure time due to complications in the lad, which may have contributed to the patient death.

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).